Event description:
(B)(4). It was reported that patient had worsening coronary artery disease and revascularization occurred. In (B)(6) 2012, the patient presented with unstable angina (braunwald classification-iib) and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was de-novo lesion located in the proximal left anterior descending artery (lad) extending up to mid lad with 99% stenosis and was 30 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation followed by placement of a 2.75 mm x 16 mm and 3.00 mm x 28mm promus element plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In november 2013, the patient presented with worsening coronary artery disease and was hospitalized on the same day. The restenosis of the previously study stent located in the mid lad was treated with percutaneous coronary intervention with 10% residual stenosis. On the next day, the event was considered resolved. In december 2013, the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental information will be filed. (B)(4).